Event description:
The button of the pca is exactly the same as the nurse's caller button. As pt tries to call the nurse or to press the pca button, the pt depresses the wrong button. This is caused because the pt can not differentiate between the similar buttons. The dr's recommendation is to make pca button different from the nurse's caller button, so that thhe pt can depress the right button when needed.